Event description:
Patient had surgery (B)(6) 2016 - for repair of rotator cuff tear, 4 anchors used for repair. Patient brought back on (B)(6) 2016 - for loss of range of motion - possible adhesions and loose anchor in posterior aspect.